Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd autoshield¿ duo safety pen needle experienced a case of difficult operation or not working/functioning, and a case of safety shield failure. The following information was provided by the initial reporter: when injected with a needle, the safety mechanism is triggered too sensitively in the middle of the injection, leaving some insulin unused. It is impossible to estimate how much insulin will not be received; causes the patient poor balance of care and additional work in the ward. There have been several of these events recently.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-03. H6: investigation summary: seven sealed 30g x 5mm safety pen needle samples were returned from lot. No. 0136816, cat. No.329605. Visual examination and a functionality test was carried out on all seven samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed on the returned samples therefore no root cause can be identified. H3 other text : see h10.

Event description:
It was reported that bd autoshield¿ duo safety pen needle experienced a case of difficult operation or not working/functioning, and a case of safety shield failure. The following information was provided by the initial reporter: when injected with a needle, the safety mechanism is triggered too sensitively in the middle of the injection, leaving some insulin unused. It is impossible to estimate how much insulin will not be received; causes the patient poor balance of care and additional work in the ward. There have been several of these events recently.